Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The right atrial (ra) lead exhibited high thresholds and low impedance. The rv and the ra lead were capped and replaced. No patient complications have been reported as a result of this event.